Event description:
It was reported that the home patient (hp) received a high drain 103 (nigh drain cycle three) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.) This alarm occurred during drain three of three. The hp¿s largest prescribed fill volume equaled 2000ml and the hp¿s drain volume equaled 4400ml. The hp¿s total fill volume equaled 5401ml and the hp¿s total drain volume equaled 7551ml. The hp¿s ultrafiltration (uf) by cycle equaled: total uf equaled 2159ml, cycle three equaled 2400ml, cycle two equaled 26ml, and cycle one equaled -267ml. The technical service representative explained the alarm to the patient and explained the device would need to be swapped. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed with no issues noted. Power on self test and one hour therapy test were successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.